Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post the implant procedure, the patient was taken back to the catheter lab experiencing pericardial effusion. A pericardiocentesis was performed that same morning. The patient deceased on (B)(6) 2016. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported..